Event description:
A report was received that the patient passed away for an unknown reason.

Manufacturer narrative:
Additional information was received that the physician does not know the patient's cause of death, but does not believe that it was device related.

Event description:
A report was received that the patient passed away for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial/lot # (B)(4), description: artisan surgical lead, 50cm. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.